Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The punch handle would not engage the punch.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Functional evaluation of the submitted hp mbt keel punch impact with the submitted hp mbt noncem keel punch could not replicate the reported problem. Although a surgical environment could not be created for testing purposes, the punch impactor mated and remained secured to the keel punch. Visual examination of the hp mbt noncem keel punch found wear on both tabs. Visual examination of the hp mbt keel punch impact found minimal wear to the attachment features. The instruments have been in service for 6-7 years and have been subjected to heavy usage. The root cause is attributed to device wear from normal use and servicing. Based on the determination of device wear from normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.